Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins would stop providing symptom relief and she would have to turn it up. The patient stated that she had turned it up all the way to 8.5 and it had stopped working last week. The patient talked about symptoms of retention, urgency (as soon as she knew she had to go it was too late), and peeing the bed at night. The patient noted that she would go to her friend's house and they used the patient programmer to make changes to her settings and they had tried all 4 programs. Troubleshooting attempts were made and the patient was on program 4 at 5.9. It was reported that the patient was changed to program 1 at 8.5 and the patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.